Manufacturer narrative:
Follow-up #1: date of submission 11/10/14 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: no defect found. The last bolus delivery and the last bolus delivery were on (B)(6) 2016. The bolus history shows on (B)(6) 2016 at 17:06 a 8.35u bolus was manually programmed and delivered in the pump. The pump was exercised for 24 hours; no un-programmed or ghost boluses were delivered or recorded in the pump history during this time. Manually performed a 10u normal bolus and a 10u audio bolus successfully; both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. No alarms occurred during testing. The tdds add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump gave the patient a ghost bolus of 8.25u. The patient then had a blood glucose of 41 mg/dl with dizziness and shakiness. The patient received no unusual treatment and has lost confidence in the pump. This complaint is being reported due to the alleged delivery issue and because the patient experienced hypoglycemia.